Event description:
It was reported that it got stuck on "looking for device" - checking the recharger - checking recharger quality and "batteries low replace controller batteries soon". Patient took battery out and put it back in.

Manufacturer narrative:
Continuation of d10: product ID 97745 serial# unknown product type programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was that the patient stated that the implanted battery stopped working and after they lost about 80 lbs, the implanted battery itself became pinched below their kidneys. Patient stated they can feel the implanted battery under their skin and its pinching. Patient stated they have to hold the implant out of their skin or it pinches them internally. Patient stated they want the implant fully explanted, not just revised. When asked for event date, patient stated they thought the implant was put in 2018, so they said maybe sometime in 2020. Patient stated they have been working with a new local doctor after they moved, and their primary care doctor, but they were told they must have an MRI to evaluate the implant before it can be explanted. Patient stated when they moved, they lost the controller. The doctor will not perform the MRI without the device into MRI mode. Reviewed MRI mode with the caller. Patient confirmed the implant is going to be removed not revised, so a replacement controller was not necessary. Agent reviewed rep can put stim into MRI mode using clinician tablet, but doctor will have to page a local rep. Agent provided nas phone number. Patient confirmed doctor was adamant on having MRI over x-ray or CT because they have had two strokes, and have bad memory due to strokes, and have to have two MRI's of their brain a year due to aneurisms, but have missed a few MRI's already due to their stimulator. The patient was redirected to their healthcare provider to further address the issue.